Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: biotronik lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient was found unresponsive and passed away while in the hospital. Further review of the manufacturer's database indicated the patient died approximately 11 months after the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The cause of death has been requested and not received.